Event description:
Possible false negative. Customer conducted a five year review of one of their pt's pap tests. Upon review the customer believes there was one slide which had hsil on it which was outside of the 22 fields of view. Hologic has not seen the slide to confirm.